Event description:
It was reported that the light pipette separated from the body of the blade. The pipette fell into the pt's mouth. The pipette was removed, a different blade was employed and the pt was successfully intibated. No injury to the pt was reported.

Event description:
It was reported that the light pipette separated from the body of the blade. The pipette fell into the pt's mouth. The pipette was removed, a different blade was employeed and the pt was successfully intobated. No injury to the pt was reported.